Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's full name and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was running intermittently. During repair it was observed that the motor was damaged, the electronic control unit (ecu) wire contacts were corroded, the device was working intermittently, and had a liquid substance and signs of corrosion on it. Other components were worn, corroded and had some debris on them. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine it was observed that the small battery drive device was working intermittently but was mostly not working at all. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.